Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was exhibiting possible loss of capture or was in managed ventricular pacing mode and was experiencing dropped beats. The device remains in use. No patient complications have been reported as a result of this event.